Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
On (B)(6) 2010, during a liver procedure, the cusa 23khz failed to irrigate. The tubing appeared to have a tiny hole in it. The pt had been anesthetized and surgery had commenced when the unit stopped irrigating. The surgery was canceled as a result. The pt did not incur an injury.